Event description:
18-aug-2025 ¿ the end-user¿s caregiver reported the ilet was accidentally dropped, causing the motherboard to come loose from the pump. The ilet would not power on after the incident. Bg rose to 401 mg/dl, and insulin was administered via injection. The caregiver assisted with insulin administration. A replacement ilet was shipped overnight. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.